Manufacturer narrative:
Medrad service rep checked injector with no problems found. Waiting for the additional applications training to be performed. The disposable product returned has not been evaluated yet. Once the evaluation is complete, a follow up report will be submitted.

Event description:
Hospital reported, they thought air was injected into a pt during a procedure. Pt coded, but was resuscitated and is doing fine.